Event description:
It was reported by service report that the patient left stirup is grinding and was not hold properly. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Calf support cup and housing assembly.